Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a sclerotherapy banding of esophageal varices under gastroscopy procedure performed on (B)(6) 2022. During the procedure, the bands were stuck together and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows some bands were overlapped and one band was broken.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.